Event description:
It was reported that following pump implant in 2006 the patient developed an infection and the device system was explanted due to the infection. The patient stated that after the surgery he was supposed to ¿take it easy, I wasn¿t thinking¿. The patient presented to the office the following monday and was told by the healthcare provider (hcp) that the pump had to come out because it was infected. The patient also stated that the hcp mentioned (B)(6) so the patient was given 8 weeks of intravenous (IV) therapy. The hcp then performed an MRI on the patient¿s back and said that the infection was dormant and it was clear to get another pump implanted. In 2007 another pump was placed. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type catheter. (B)(4).